Event description:
Sales rep has reported the revision and medical records were received. Medical records indicate that patient was revised due to rising serum levels, alval, metallosis, collection of synovial fluid, and corrosion at the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A review of the complaints databases and/or review of device history records was not possible as the necessary product and lot code combination was not provided. The investigation can draw no conclusions regarding the reported event with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.